Event description:
It was reported that the patient had an MRI. Prior to the procedure, the shock impedance was 70 ohms. After the MRI, the shock impedance was 240 ohms for a brief time. Later, the impedance dropped back down to 70 ohms. Technical services suspects it could be due to some sort of energy build up from the scan that has now dissipated. Also, the beeper is now permanently disabled due to the scan. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that there was an alert for high electrode impedance. This means the impedance is now greater than 400 ohms. There was also a battery depletion alert. Technical services said the electrograms had no sign of noise but, therapy could not be guaranteed. Technical services recommended explant. There were no adverse patient effects. The system remains implanted. It was reported that the patient had an MRI. Prior to the procedure, the shock impedance was 70 ohms. After the MRI, the shock impedance was 240 ohms for a brief time. Later, the impedance dropped back down to 70 ohms. Technical services suspects it could be due to some sort of energy build up from the scan that has now dissipated. Also, the beeper is now permanently disabled due to the scan. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that there was an alert for high electrode impedance. This means the impedance is now greater than 400 ohms. There was also a battery depletion alert. Technical services said the electrograms had no sign of noise but, therapy could not be guaranteed. Technical services recommended explant. There were no adverse patient effects. The system remains implanted. It was reported that the patient had an MRI. Prior to the procedure, the shock impedance was 70 ohms. After the MRI, the shock impedance was 240 ohms for a brief time. Later, the impedance dropped back down to 70 ohms. Technical services suspects it could be due to some sort of energy build up from the scan that has now dissipated. Also, the beeper is now permanently disabled due to the scan. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that there was an alert for high electrode impedance. This means the impedance is now greater than 400 ohms. There was also a battery depletion alert. Technical services said the electrograms had no sign of noise but, therapy could not be guaranteed. Technical services recommended explant. There were no adverse patient effects. The system remains implanted. It was reported that the patient had an MRI. Prior to the procedure, the shock impedance was 70 ohms. After the MRI, the shock impedance was 240 ohms for a brief time. Later, the impedance dropped back down to 70 ohms. Technical services suspects it could be due to some sort of energy build up from the scan that has now dissipated. Also, the beeper is now permanently disabled due to the scan. There were no adverse patient effects. The system remains implanted.